Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for loss of movement in knee post total knee replacement. Needed manipulation under anaesthetic: adhesions. Event is not serious and is considered moderate. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2015. Date of event (onset): (B)(6) 2015. (Left knee). Treatment: manipulation under anesthesia, celestone & naropin injection, physiotherapy.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : DHR review was performed as part of (B)(4). DHR was reviewed for product code 951050, work order /lot no. (B)(4) and no deviations were noted.